Event description:
It was reported that an expired endobutton cl was implanted on the patient.

Manufacturer narrative:
Device is not being returned for evaluation. No patient harm or injury was reported in the complaint and no product is to return, therefore, a thorough medical investigation could not be performed. It is unknown why product was in stock past expiration and why the date was not noted prior to implantation. Possible future impact to the patient cannot be anticipated or concluded. No further medical assessment is warranted at this time.